Event description:
The report received from the (B)(4) that after all attempts failed in contact the patient or family members, it was confirmed from the ssi death index that the patient died approximately 2 ½ months after study inclusion. There are no available records of an autopsy, death certificate or death notification. At study inclusion, nih stroke scale and rankin scores were 0. Pta was performed on a 90% occluded lesion in the ostium of the right internal carotid artery of 30mm in length in an 8.0mm vessel diameter. The arch I lesion was eccentric, severely calcified, ulcerated and moderately calcified. A 5mm medium support angioguard embolic protection device was successfully deployed, the lesion was pre-dilated and an 8x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 20%. The patient was neurologically intact upon leaving the angio suite and there were no procedural complications. The patient was discharged the same day with the nih and rankin scores unchanged.

Manufacturer narrative:
It was noted that 2 ½ months after study inclusion the patient expired. No additional information is available regarding etiology of the patient's death. Pta was performed on a 90% occluded lesion in the ostium of the right internal carotid artery. The arch I lesion was eccentric, severely calcified, ulcerated and moderately calcified. An angioguard embolic protection device was successfully deployed, the lesion was then pre-dilated and a precise pro rx stent was successfully deployed with a residual diameter stenosis of 20%. The patient was neurologically intact upon leaving the angio suite and there were no procedural complications. The patients medical history includes synchronous severe cardiac & carotid disease requiring open heart surgery & carotid revascularization, hyperlipidemia, history of smoking, diabetes mellitus and coronary artery disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15300385 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Angioguard. Rx, catalog number 501814rmc, lot number 71210517. Heparin was administered during the procedure. Discharge medications included aspirin and clopidogrel.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.